Event description:
4 staff members to put (B)(6) pt into top morgue spot. During lifting the lift stopped working. 5th staff member called to help protect pt body from slipping off platform. Pt in air, could not move up or down, staff members needed to lift pt up on platform to get loops over edge to manually left pt down onto morgue cart. Writer and security are feeling sore, chest and arms for holding so long to safely get patient down.